Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator became inoperative after changing to a depleted detachable battery. It was reported the internal battery was not depleted, but the screen still turned black, and the ventilator alarmed. At this time the device was changed to a ambu. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. However, the system board and power management board, which had the possibility of failure, were replaced. Additionally, the m series pollen filter, exhaust fan assembly, 43-micron filter, motor blower assembly, stirring fan foam were replaced which were findings not related to the malfunction/issue. Repair test, alarm checking, battery checking, run testing, and cleaning, were performed and normal operations were ensured.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator became inoperative after changing to a depleted detachable battery. It was reported the internal battery was not depleted, but the screen still turned black, and the ventilator alarmed. At this time the device was changed to a ambu. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator became inoperative after changing to a depleted detachable battery. It was reported the internal battery was not depleted, but the screen still turned black, and the ventilator alarmed. At this time the device was changed to a ambu. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. However, the system board and power management board, which had the possibility of failure, were replaced. Additionally, the m series pollen filter, exhaust fan assembly, 43-micron filter, motor blower assembly, stirring fan foam were replaced which were findings not related to the malfunction/issue. Repair test, alarm checking, battery checking, run testing, and cleaning, were performed and normal operations were ensured. The system board and power management board were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and power management board functioned as designed and operated without issue or error codes.